Event description:
During an endoscopic retrograde cholangiopancreatography (ercp) procedure, the physician used a cook huibregtse triple lumen needle knife. It was reported that the cannulation of the cbd was very difficult. The doctor decided to do a needle knife pre-cut to help open the papilla. The ampulla was possibly stenotic and the doctor began to use the needle knife to cut and was able to get some of the cut done. When they repositioned and applied the needle knife to cut again, the needle seemed to break off. The piece was not retrieved. The doctor said since devices like hemostasis clips are left in the gi lumen and eventually fall of leave the body by bowel movement, she was not concerned about a 2mm tiny needle passing through the system. The asst got a new olympus pre-cut needle knife and was able to continue the rest of that part of the procedure. After some more attempts to cannulate with a regular sphincterotome, the procedure was completed successfully, and a cbd stone was removed. Also, it was determined that the ampulla (sphincter at the entrance to the common bile duct and pancreatic duct), that it was quite necrotic with tissue that is quite firm which may have caused the difficulty in cannulation and also the needle of the needle knife coming off. According to the initial reporter, a piece of the needle remained inside the patient¿s body and was left to pass naturally. It was stated that the patient did not require any additional procedures, and the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in an open pouch from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report. The device was returned with the handle/needle in between the advanced and retracted positions. A visual examination of the distal end confirmed that the needle was no longer attached to the device. The detached portion was not included in the product return. The detached portion is specified to measure 4mm +/- 1mm. When the handle is placed in the advanced position the purple shrink tube extends approximately 2.5mm out of the distal end of the catheter, this is within product specifications. The curved distal end of the catheter to the handle measured approximately 203 cm which is also within product specifications. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the returned device confirmed the needle detached from the device. A definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Needle knife breakage near the distal end can occur if the device is used with excessive cautery settings or if the needle makes contact with the distal end of the endoscope during a cautery application. The instructions for use direct the user: "before using this device, follow recommendations provided by the electrosurgical unit manufacturer to ensure patient safety through proper placement and utilization of the patient return electrode. Ensure a proper path from the patient return electrode to the electrosurgical unit is maintained throughout the procedure." The instructions for use caution the user: "when applying current, ensure the cutting wire is completely out of the endoscope. Contact of the cutting wire with the endoscope may cause grounding, which can result in patient injury, operator injury, a broken cutting wire, and/or damage to the endoscope." Prior to distribution, all huibregtse needle knife papillotomes are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends.